Manufacturer narrative:
(B)(4). This lot was manufactured from february 23, 2015 ¿ february 26, 2015. The device was received for evaluation. During visual inspection white particles measuring approximately 0.10, 0.15 and 0.25 mm in size were observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy revealed the particle to be acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate contained white floating particulate matter. This was found before use. The device was filled with caspofungin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.